Event description:
On (B)(6) 2024, a voicemail was left for the respiratory clinical team by a patient¿s wife that her husband had aspirated the mouthpiece of the synclara device and later died. The clinician was eventually able to reach the caller on (B)(6) 2024 to obtain further details.

Manufacturer narrative:
On (B)(6) 2024, a voicemail was left for the respiratory clinical team by a patient¿s wife that her husband had aspirated the mouthpiece of the synclara device and later died. The clinician was eventually able to reach the caller on (B)(6) 2024 to obtain further details. The patient¿s wife reported that on (B)(6) 2024 the patient was performing a synclara treatment using a mouthpiece in her presence. She turned away and upon looking back she observed the patient was choking and aspirated the mouthpiece. She attempted to perform the heimlich maneuver unsuccessfully. Another person present was successful at retrieving the mouthpiece out of the trachea per the wife. She reported the patient was choking for approximately 10 minutes prior to the mouthpiece being removed. They called 911, however, declined to go to the hospital due to the patient¿s wishes not to be intubated. He remained at home and passed away 4 days later on (B)(6) 2024. The patient¿s baseline oxygenation pre-event was reported to be in the low 90¿s. Oxygen saturations reported by wife varied during and after the event ranging from 30% during the choking episode then raising to 60-80% without returning to baseline prior to his death. The patient was on room air only and did not have oxygen at home. She reported that after the event, the patient was coherent and knew where he was, but very 'sleepy.' He did not receive medical attention for the choking/aspiration episode but was enrolled in hospice after the event and received morphine until his passing. The patient is a 60 yr. Old male with a medical history of als, chronic hypercapnic respiratory failure, and restrictive lung disease due to neuromuscular disease/als. Initial onset of symptoms of als were noted to have started in 2019 with formal diagnosis made in 2022. Initiation of therapy was (B)(6) 2023 on cough assist +40/-40 5-10 reps. Bid and prn for secretions/illness. The patient¿s wife reported that the patient did not use the device often, mostly prn, however, he started to use it more frequently the last few weeks leading up to the event. The wife alleges the mouthpiece came off the circuit very easily and caused the death of the patient. She reported that they cleaned and reassembled the circuit after each use and the last circuit recorded to be shipped to the customer was on 24-jan-2024. The synclara cough system is intended for use on patients who are unable to cough or clear secretions effectively due to reduced peak cough expiratory flow or respiratory muscle weakness. The synclara cough system is intended to deliver therapy to the population of pediatric to adult patients in both acute and home care settings. The device instructions for use (IFU) includes the following warning: 'this system should only be used by trained persons.' Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. Amyotrophic lateral sclerosis (als), formerly known as lou gehrig's disease, is a neurological disorder that affects motor neurons, the nerve cells in the brain and spinal cord that control voluntary muscle movement and breathing. As motor neurons degenerate and die, they stop sending messages to the muscles, which causes the muscles to weaken, start to twitch (fasciculations), and waste away (atrophy). Eventually, in people with als, the brain loses its ability to initiate and control voluntary movements such as walking, talking, chewing and other functions, as well as breathing. Als is progressive, meaning the symptoms get worse over time. Eventually, people with als will not be able to stand or walk, get in or out of bed on their own, use their hands and arms, or breathe on their own. Because they usually remain able to reason, remember, and understand, they are aware of their progressive loss of function. Most people with als die from being unable to breathe on their own (known as respiratory failure,) usually within three to five years from when the symptoms first appear. However, about 10% survive for a decade or more. In this event, the patient¿s spo2 dropped to 30-60% (from the normal range of '90¿s') during the reported choking episode while performing synclara therapy. The episode is considered life-threatening. After the event, the patient¿s oxygen saturations which were >90% before, were recorded as being between 60-80% after the mouthpiece was removed. By patient/family decision, there was no additional medical intervention provided. The ultimate cause of the serious injury (choking/hypoxia) is undetermined, but it is likely multifactorial due to the patient¿s medical history of als and neuromuscular decline, respiratory failure, and the dislodging of the mouthpiece resulting in partial obstruction of the patient¿s posterior oropharynx. Based on the size and shape of the mouthpiece (2.5in x1.25in) versus the size of the average male trachea (.59in-.98in), it is unlikely that the mouthpiece was aspirated in the patient¿s trachea as initially reported by wife. The cause of the mouthpiece detachment is likely use error (inadequate device reassembly after cleaning) given that up until this point the device functioned without issue. The patient¿s ultimate cause of death is likely related to the patient¿s underlying medical condition and decision for hospice care, but contribution of the synclara device cannot be excluded given that the patient¿s pre-choking oxygen saturation levels did not recover to baseline and were very low. This inability to recover saturations back to baseline levels may be linked to oropharyngeal edema in turn related to the trauma of the choking event and removal of the mouthpiece. The fact that the patient was coherent and knew where he was after the episode does not totally align with such low oxygen saturations. Device inspection is pending as device pick up was scheduled for 28-oct-2024 as the patient¿s wife was out of town through (B)(6) 2024, however, use error (failure to attach circuit components securely post-cleaning) is likely causative. When asked by the respiratory clinician to include the circuit and mouthpiece with the device for inspection as well, the wife reported that she discarded the circuit and mouthpiece after the event. The complaint will be updated accordingly if relevant information becomes available.